Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the customer encountered error 23062 on one of the consoles. The customer hit recover, but it occurred about 10 times. The caller said eventually disconnected the console and used the other console, and they continued on. The caller will have customer power cycle afterwards. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error and replaced the surgeon side console (ssc) master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm involved in this complaint and performed a failure analysis. A review of the field lighthouse showed that the mtm had experienced error 23062, indicating an issue with mtm_wrist_pitch on several occasions. A visual inspection was performed and found the unit had no external damage. The mtm was placed on an in-house system and driven without any issues; no errors were triggered. Upon further testing, the mtm was placed on sftp to perform fitness tests and a 1-hour sine cycle. The unit only failed the following test, which was unrelated to the field complaint: gravity balance test post sine cycle - sh failed. After performing a recalibration sequence, the test was re-executed and passed. The rest of the fitness tests, as well as the 1-hour sine cycle, were passed. Due to the data acquisition & fault detection module (dafd) error, dafd trace logs were collected for the wrist pitch. After investigation, failure analysis determined that the wrist pitch gearbox motor and slip ring were the root causes of the field failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.